Event description:
Customer had his ears pierced on an undetermined date in a retail store with the inverness ear piercing system. On 8/5/97, he sought medical treatment to have the earring removed and was given a course of antibiotics.